Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06636811 that (qty. 2) of an ar-9597-10 angled reamer sleeve fused to the outer sleeve of (qty. 2) of an ar-9676 angled reamer, drive shaft during reaming of the glenoid. There were no adverse effects on the patient, but the surgeon's wrist hurt when the drill started spinning for the two sets of instruments. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9676, batch 022406, was received for investigation. Upon visual inspection, scratch marks were observed at both the distal and proximal ends of the device, suggesting signs of friction. During functional testing, the device experiences resistance and friction when the mating component is integrated into the ar-9597-10. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.